Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the physician reported problems with steerability of the catheter during a long procedure (>3 hours). When checking with fluoroscopy what the issue is, he detected that the catheter made a loop just above the hip and got entangled within itself, inside the patient. Physician decided to remove the catheter completely which reportedly was difficult. When he finally managed to remove it from the patient, he saw visible damage and twisting of the catheter and decided to replace it and not continue the procedure with this catheter. No patient consequences were reported. The procedure was delayed by approximately 30 minutes.